Event description:
While performing a CT scan guided needle biopsy from l-1, l-2 spinal lesion the doctor requested 19 gauge guiding asap biopsy system introducer needle. While attempting third pass to obtain core specimen from the lesion, the needle broke in half, requiring surgery for removal of remaining portion.